Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4 and a tethered septal leaflet. A triclip xtw was inserted and advanced to tricuspid valve. However, during final positioning and grasping, the clip became caught in chordae. Troubleshooting was performed, but the clip was unable to be removed. Although the clip remained in chordae, it was able to grasp both leaflets. It was noted that the clip was stable after deployment. A second triclip xtw was implanted without issues, reducing the tr to a grade of 1. There was no clinically significant delay in the procedure.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported clip caught in chordae was due to procedural circumstances. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.